Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: a2: patient's age reported as 20-30 years old. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient has a narrow canal with tight pfj. Surgeon reamed up to 10.5 and got a 9mm nail in. The patient was set up with a bolster under the knee. Before nail was inserted all holes checked and the aiming arm aligned with the drill. After insertion and reattachment of the aiming arm the distal proximal hole would not align and the screw hole was not used. The connecting screw was checked and tight. Surgeon needed to raise the back of the knee for the connecting screws to be released, as the connecting screw was jammed tight when trying to undo but this didn't help with alignment. The medial oblique hole lined up as did the proximal medial/lateral hole. There was approximately 5-7 minutes of surgical delay.

Event description:
Additional information received: a. What is the timing of the reported event? (Pre-op, intra-op, post-op) - the event happened intraoperatively. B. Was there any specific allegation against the unk - nails: tfna and unk -guides/sleeves/aiming: aiming arm? - no the surgeon was quite accepting that the patient had a tight pfj and this was sometimes an issue with the set up of supra patella nailing.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.